Event description:
It was reported that a pt underwent a perineal repair and a total pelvic floor repair procedure in 2007. Post-operatively, the pt developed a mesh exposure along the anterior vaginal wall. The pt underwent an excision of the exposed mesh in 2008. The event was resolved as of 2008.

Manufacturer narrative:
Date sent to the FDA: 03/27/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.